Event description:
The surgical delay was approximately two minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.033.001; lot: l750727; manufacturing site: hägendorf; release to warehouse date: april 20, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Background: the insertion handle is used in the femoral recon nail system. The device is used in insertion and alignment of the nailing construct when used collectively with all other aiming instruments. Customer quality investigation: the following investigations were performed: functional: device condition: visual inspection performed on the returned instrument under 5x magnification observed a dented edge on one end of the hexagonal tab. No further visual defects were observed on the device except for the hammer marks in the vicinity of the driving cap recess. No new issues were identified. Both functional inspection and complaint condition replication was not possible at customer quality as all instruments contributing to construct alignment were not returned. With the dented edge identified on the returned device, the complaint condition was able to be confirmed. Also, further investigation including drawing and dimensional review, device history record (DHR) review was performed to identify any potential issues that would have contributed to complaint condition. Dimensional analysis and document/specification review: based on the date of manufacture, the following drawings reflecting the current and manufactured revision, were reviewed and no design issues were identified. Insertion handle dimensional analysis was performed on the following relevant features of the returned device using calipers. Gap on one side between tabs measured 1.26 mm to 1.34 mm at various places which falls within the specifications of 1.25 mm to 1.35 mm per drawing. Gap on another side between tabs measured 1.28 mm to 1.35 mm at various places which falls within the specifications of 1.25 mm to 1.35 mm per drawing. The total peripheral diameter of the insertion handle end at the tabs, including both the shorter length tab surface and the hexagonal shaped tab edge, measured 11.2 mm which falls within the specification of 11.12 mm to 11.32 mm. A device history review, performed for the returned instrument¿s lot number showed that the lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. The lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Therefore, DHR review showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore, the risk document reviewed completely addresses the complaint condition. Conclusion: while a definitive root cause for complaint condition could not be determined from the provided information, it is likely that any unintended misalignment or damage at the tabs during handling/usage could have contributed to complaint condition. Furthermore, complaint description stated that the surgeon did malleting on the insertion handle. However, both the technique guide and ¿do not strike¿ symbol etched on the device suggests the precaution of not to strike the device directly. Lastly, it was also stated in the complaint condition that the device was aligned with the nail properly on the back table prior to insertion. Therefore, with all these situations identified, it is likely that any unintended misalignment during insertion followed by hammer forces/any unintended forces during the usage or during the insertion attempts would have led to complaint condition. The complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description. Per sales representative, he's not familiar with any of the parts that were received. Per sales representative, he's not familiar with any of the parts that were received. Product has not been received and the device is not available for evaluation. The device was not received, the investigation is not in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
10/23/2018: updated event description: it was reported that during an open reduction and internal fixation (orif) of right femur procedure on (B)(6) 2018, while using a radiolucent insertion handle, a proximal transverse locking screw missed the nail screw hole. This resulted in the surgeon malleting on the radiolucent insertion handle prior to insertion. It was confirmed that it was targeted prior to placing the nail in the femur. There was an unnecessary incision for the screw placement. Several attempts at placement were made during the procedure. It was reported there was a minimal surgical delay. The case was completed with the surgeon deciding not to place a screw in the discussed screw hole. Concomitant devices reported: unknown femoral recon nail (part # unknown, lot # unknown, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices.

Manufacturer narrative:
Patient height reported as 6¿0¿. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of right femur procedure on (B)(6) 2018, while using a radiolucent insertion handle, a proximal transverse locking screw missed the nail screw hole. This resulted in the surgeon malleting on the radiolucent insertion handle prior to insertion. It was confirmed that it was targeted prior to placing the nail in the femur. There was an unnecessary incision on the patient for the screw placement. It was noted that the radiolucent insertion handle is the part that failed as it did not target the hole in the nail as intended. Several attempts at placement were made during the procedure. The case was completed with the surgeon deciding not to place a screw in the screw hole. Concomitant devices: femoral recon nail (part unknown, lot unknown, quantity 1), mallet (part unknown, lot unknown, quantity 1). This report is for one (1) radiolucent insertion handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.